Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec&#37152;10/26/2016- litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from discomfort, decreased range of motion, and elevated ions. Adding the stem to the compaint for the elevated ions.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update (2/14/2017) - pfs and medical records received. After review of the medical records for MDR reportability, alleges severe pain in right hip, very difficult to stand or walk for extended periods, or perform daily activities; cannot do daily exercise, nor lay on right side, and feels unsafe walking, afraid of falling, requiring a cane. Revising surgeon in operative note indicated that "there was a lot of abnormal lipomatous tissue about the hip joint". Also stated did not see "an extensive amount of frank metallosis". Indicated that metal liner "appeared to be placed at an angle and had essentially wedged into the acetabular metallic outer shell". Stated that "outer acetabular component was in good position and well-fixed". Noted that "the stem had subsided somewhat but appeared to be solid". Regarding the posterior capsular structures, indicated that "some of these were damaged with a reaction to the implant". Stem subsidence added to the complaint. There is no new additional information that would affect the existing MDR decision

Event description:
Patient was revised to address pain and a pseudotumor.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
UDI: (B)(4).